Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cut tubing with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and cut tubing was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cut tubing with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and cut tubing was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA 764355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® push button blood collection set has experienced 300 occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that blood leaked from the tubing during collection. Event description per sfdc pir states, "leaking tubing during blood collection, blood exposure. Caused for a re-collection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® push button blood collection set has experienced 300 occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that blood leaked from the tubing during collection. Event description per sfdc pir states, "leaking tubing during blood collection, blood exposure. Caused for a re-collection."